Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in pinhole form on the distal side of the balloon catheter at 10atm and 12atmfor 15 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.